Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient could not ¿control it¿ and was going through 2-3 pads a day. This had been going on for a couple weeks. Additional information received reports the patient was still having concerns regarding their device or therapy. It was unclear if the patient was working with anyone or seeking assistance. Additional information received reports compatibility guidelines were requested for MRI. The area to be scanned was the head/brain. The MRI was not related to the manufacturer device. The patient claimed that the stimulator system was not implanted correctly and was not working. She did not know when the device stopped working and did not have any additional details about the issues with the system.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0fmga, implanted: (B)(6) 2014, product type lead. (B)(4).